Event description:
Tanner et al. Reported a case where the strictures had previously been treated with a 10 fr x 12 cm straight plastic stent and a 7 fr x 12 cm double pigtail plastic stent (cotton-leung® and zimmon® biliary stents, cook medical, bloomington, indiana, figure 2). A scout film was obtained which revealed proximal migration of the straight plastic stent which was no longer transpapillary. On endoscopic exam, only the double pigtail plastic stent was visualized at the ampulla following removal of the double pigtail stent, a 15-mm balloon (multi-3v plus¿ extraction balloon, olympus, center valley, pennsylvania) was initially passed through the duodenoscope¿s 4.2 mm working channel alongside the straight stent and a traction technique was used in an effort to extract the stent. While the stent could be pulled distally to the level of ampulla with larger balloon sizes, deflation of the balloon and release of traction resulted in immediate proximal migration of the stent and disappearance of the transpapillary segment. Attempts at removing the stent via toothed forceps (rescue rat tooth/alligator grasping forceps, anrei medical, hangzhou, china) were also unsuccessful due to inability to hold sufficient tension on the stent. The soehendra stent retriever (cook medical, bloomington, indiana) was also inadequate for stent retrieval due to similar inability to maintain adequate traction during passage through the distal common bile duct. Following failure of standard techniques for stent retrieval, the decision was made to attempt a technique that allowed for simultaneous traction and removal of the migrated stent. This complaint was opened to capture the migrated cotton-leung stent. An 82-year-old man with locally advanced cholangiocarcinoma complicated by common bile duct and hilar (type iiib) strictures presented for routine ercp for stent exchange.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.